Manufacturer narrative:
Investigation findings: the consumer explained that usually she used u by k click tampons, but this time used u by k sleek tampons. When removing the tampons they would elongate and sometimes pieces of the tampons remained inside of her. Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventive action: no preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
This is a non us event. This event occurred in (B)(6). The consumer explained that usually she used u by k click tampons, but this time used u by k sleek tampons. When removing the tampon they would elongate and pieces of the tampons remained inside of her. This happened with 5 of the tampons. She is sure that she was able to remove all of the pieces and did seek medical attention.